Event description:
It was reported that the customer experienced intermittent occlusion alarms. Reportedly, the customer was using lyumjev insulin with the pump and not cycling the cartridge. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide and to properly cycle the cartridge before use. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.